Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 9pm. The patient's diabetes management is not known and it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation, the patient denied developing any symptom(s) as a result of the reported power issue and the patient was advised (four days later) by his dietician, to contact lfs to obtain a replacement meter. During troubleshooting, the csr verified the patient was using the correct test strips with the subject meter, the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the subject meter's batteries did not need to be replaced per owner's booklet recommendation, and the subject meter did not turn on manually with the power button or with a new test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient denied developing any symptom(s) as a result of the alleged issue. There is also no evidence the patient received any treatment for an acute complication for diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a crystal x1 component failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.